Event description:
The arthroscopy irrigation tubing was being used on an fms pump. The tubing leaked at the site where it is placed in the roller clamp. The device was immediately discontinued and the product rep. Was notified (as he was in the or suite). The patient was placed on antibiotics in case any of the fluid was contaminated.